Event description:
It was reported that the rv lead was replaced due to low impedance, and increased capture thresholds. Our technical consultant noted this as evidence of insulation failure. No patient complications have been reported as a result of this event.